Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited spikey shock impedance measurements ranging from about 50 ohms to greater than 200 ohms. Boston scientific technical services (ts) suspected a spring contact lead interface issue with the non-boston scientific right ventricular (rv) lead and discussed troubleshooting options. No adverse patient effects were reported. The device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.